Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that cannula folded due to which the patient experienced diabetic ketoacidosis. Subsequently, the patient was admitted to the hospital for six days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.